Manufacturer narrative:
Citation: martinez c et al. Myocardial function in patients with radiation-associated aortic stenosis undergoing transcatheter aortic valve replacement: a layer-specific strain analysis study. Jacc cardiovasc imaging. 2020 jun;13(6):1450-1452. Doi: 10.1016/j.jcmg. 2020.01.018. Epub 2020 mar 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of myocardial function recovery in patients with radiation-associated aortic stenosis who underwent transcatheter aortic valve replacement. All data were retrospectively collected from a single center between january 2013 and february 2018. The study population included 169 patients (demographic information not reported). All patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 13 in-hospital deaths occurred. The causes of these deaths were not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, moderate or greater paravalvular aortic regurgitation, and unspecified major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5.desc evt problem - additional information received from the physician/author stated that medtronic product was not related to the observed deaths and adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.